Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) "fell out of the pocket it was implanted in, resting lower now and shows on x-ray that's it's moved". Patient noted when she sleeps, the ICD will move sideways towards chest and push into chest. The ICD protrudes out of chest sideways on left side. The patient mentioned having symptoms that started only after ICD fell out of pocket. The patient has experienced atrial fibrillation (af) since the ICD fell out of pocket. The patient continues to stay in af due to the ICD not being where it's supposed to be. The ICD remains in use. No further patient complications have been reported as a result of this event.